Manufacturer narrative:
Evaluation of event is based on mfg and qc procedures and the history of device related to this event. The sheath that was returned was flattened and at the midsection stretched. The complaint states that the assistance felt the device under her fingers while holding occlusive pressure to close to the puncture site causing the pressure to flatten the sheath. Once the sheath is flattened, it blocks the passage way for the collagen plug to pass. Deployment was continued stretching the sheath until the sheath separated from the hub. Steady occlusive pressure must be held about 4 cm upstream and the device held at a constant position throughout the procedure.

Event description:
This information was reported as a customer complaint. Vasoseal was used in the right groin following a diagnostic catheterization procedure. During deployment the physician had difficulty advancing cartridge. The second operator stated that she felt the device under her fingers while holding occlussive pressure. After deployment the sheath had separated and was in patients tissue tract. The sheath was removed.